Event description:
As surgeon was tightening down baseplate locking screw size 20 during reverse surgery on (B)(6) 2020, the screw head formed crack down the middle. As they attempted to remove screw, crack worsened and surgeon was unable to secure a screwdriver into the screw. Surgeon made decision to leave screw in. Surgeon communicated to field representative that they took extra precautions to prevent infection.